Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.